Event description:
It was reported via repair work order that the siderail was stuck in the mid-position as the siderail handle was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.